Manufacturer narrative:
Product inquiry states the humeral nail, ap t2 humerus ø7x240 mm to be the subject product. Review of the DHR revealed no discrepancies. The affected item reported was documented as faultless prior to distribution. A physical examination of the device was not possible as it is still implanted. Below report is based on the x-ray images provide, only. We received 4 x-ray images which were forwarded to our hcp for a medical statement: ¿findings of the x-rays: internal fixation of humerus shaft fracture with a t2 humerus nail. Full bone consolidation with stable callus formation and correct alignment of the fragments. All locking screws are removed. The nail is in a correct position inside the marrow cavity with no protrusion outside the bone. Slight bony ingrowth at the distal locking holes. Clinical statement: removal of an im nail may be challenge, particularly in younger patients with stable bone structure, significant endosteal callus formation, and distinct remodeling. In the given case there is slight bony ingrowth in the area of the distal locking screws which may compromise removal of the nail. Im nails made from type ii anodized titanium alloy are biologically inert and there is no particular need to remove non-irritated im nails in general, even in young patients. Forced removal of an im nail with bony ingrowth bears a risk of bone damage. This risk should be outweighed against a possible theoretical marginal advantage of nail removal. Therefore, it should be thoroughly considered based on individual aspects whether removal of the remaining nail should be forced or not.¿ based on the information given the reported event was not caused by a deficiency of the device but has to be classified as patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During removing surgery (the patient bone completed union), the surgeon tried to remove nail using removing tool. However, it wasn't possible to remove nail. Therefore the screw and end cap were removed, and the surgeon has finished surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
During removing surgery (the patient bone completed union), the surgeon tried to remove nail using removing tool. However, it wasn't possible to remove nail. Therefore the screw and end cap were removed, and the surgeon has finished surgery.